Manufacturer narrative:
The reported event of the device was in backup mode was confirmed. Based on the information provided, it was determined that during interrogation the parameter values read from the device failed the data integrity check. Therefore, the device entered backup mode. The root cause of the invalid paramenter was unable to be determined. The device was reverted back to normal pacing later. No device malfunction was observed.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. Post procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) was in backup operation. The rvlp was restored through reprogramming. There were no patient consequences.